Event description:
Expired masimo nomoline vp accessories (specifically nasal co2 cannula pn 989907000029) were inadvertently shipped to the customer. The customer identified the issue upon receipt, discovering that the product delivered to their site was already expired but caught prior to patient use.

Manufacturer narrative:
The expired vp accessory was shipped to customer due to a breakdown in inventory expiration control at the warehouse. External 3pl warehouse did not have an adequate process to track or prevent distribution of time-limited accessories, and no effective expiration-date verification steps were in place prior to order fulfillment. As a result, expired stock remained available in the system and was picked, packed, and shipped as if it were valid inventory. Philips initiated immediate containment actions, including placing shipment holds, quarantining expired stock, reviewing all vp accessory part numbers with expiration dates, and initiating customer outreach. Internal CAPA, supplier CAPA, and regulatory assessments were opened to determine scope, root cause, and required corrective and preventive actions. Recall process will be initiated. The customer identified the issue upon receipt, discovering that the product delivered to their site was already expired but caught prior to patient use.